Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v328408, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v328408, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a loss of therapeutic effect and device was "not working properly." The patient did not "feel anything" and the device was not controlling her bladder. The patient then described being able to use programmer to change programs, but none of them have helped with controlling patient's bladder. The patient "seemed quite confused" as to why she could not get a new programmer for these issues; she felt she had taken 5 steps backwards by having device implanted and was considering having it explanted because she could not have an MRI and the therapy was not working for patient. The patient had been sick and did not care to elaborate and was extremely frustrated at this point. Additional information received on (B)(6) 2015 reported that there was no 50% or greater symptom reduction. Reprogramming was needed. The implant was working with the clinical programmer, noting having "good sensations" in the bladder region. There was a loss of therapeutic effect and stimulation, but no indication that it was sudden. Patient's outcome was listed as unknown, though left office with "good sensation." Additional information received from the consumer on (B)(6) 2015 reported that she did not feel any programs. The patient changed programs but still did not feel anything. The patient recalled being told by a manufacturing representative that sometime this year she would need her battery replaced. The patient was programmed 4 months prior and it worked fine. She turned it down a week or two after that and it did not work and the patient did not feel a thing. Additional information was received on (B)(6) 2017. It was reported that the patient's device was replaced. When asked if it was due to normal battery depletion, the patient replied, "the battery was dead, they replaced the lead and moved it to the other side." The patient thought that the reason for the new lead was because "it was corroded or something was wrong with it." It was stated that the replacement occurred this year, 2017. No further patient complications are anticipated or expected as a result of this event.